Event description:
It was reported that the systems software allowed the system to boot up, but prevented it from producing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer upgrade kit needs to be installed. The reported issue is currently under investigation.